Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to cross over the new patient. A technical support specialist (tss) was able to run the patient cast on the app server and station, but no patient information was found. All services were up, and the server had recently rebooted. The patient ID provided was incorrect; searching by name showed the correct ID with a dash, and the patient had already crossed over and team lead confirmed all patients were crossing over with no issues. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over. The customer also mentioned that the nurses tried to add a new patient and a temporary patient but were still unable to cross over. They rebooted the station; however, the patient details still did not appear. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.